Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the obturator was not received. The seal housing, circular seal, stopcock, duckbill seal, and cannula were intact. During functional testing, the device passed an air leak test. The duckbill seal failed during manual manipulation using a blunt dissection device. The seal housing was broken open to remove the circular seal to check for subassembly overall height. The calipers were measured with acceptable results. It was reported that the seal was damaged and there was a leak. The reported issues were confirmed. The most likely cause was traced to the supplier. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: onb15stf, onb15stf versaone opt 15mm std trocar (lot#j5c4454y) onb15stf, onb15stf versaone opt 15mm std trocar (lot#j5c4454y) onb12stf, onb12stf versaone opt 12 std trocar (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic sleeve gastrectomy, the seals of four trocars were damaged. The pneumoperitoneum leaked almost immediately from the seals, then leaked worse after a stapler was used. There was no patient injury.